Event description:
It was reported while using an unspecified bd intravascular catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the long catheter pictured was shooting fluid out of the insertion site like a garden hose. The short catheter gave an enormous amount of resistance and you can see it's completely kinked at the hub and at the end of the catheter. The blood in the chamber is also noteworthy. That blood gets in there during insertion and no amount of flushing ever clears it. It can be an infection risk. I removed both of these catheters with a straight pull and placed them on a flat surface. The curves were there from the moment of removal. The long catheter was in the ac. The short catheter was in the forearm midway down. They are having to change out catheters more frequently because they are finding leaking around the hub and blocked catheters that when they are removed, they are kinked or bent/broken/leaking from the catheter.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Seven pictures were received by our quality team for evaluation. Each picture shows a catheter with a pink end. It is unclear how many different catheters are pictured. The first, second, fifth and sixth and picture show a curved catheter. The third, fourth and seventh pictures show a catheter with a small indent in the catheter. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.